Manufacturer narrative:
No product was returned for evaluation as product was explanted and implanted back into the patient. Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Single use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents. No product returned for evaluation.

Event description:
On (B)(6) 2017, a patient underwent a posterior lumbar interbody fusion procedure at l4-5 levels followed by posterior spinal fixation at t8-l5 levels. Post-operative radiographs showed the l5 screw was not angled correctly and deviated into the spinal canal. On (B)(6) 2017 a revision procedure was performed where the l5 screw was explanted and re-implanted in the correct angle.